Event description:
During evaluation at bench repair, it was identified that the device had no audio. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
The cause of the reported problem was the device had no sound due to a defective speaker. The reported problem was confirmed. The speaker was replaced and operational after repairs.